Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Res vol 76.1 ml, rate is 2.0 ml/hr, given is 16.55 ml. Patient not affected. No further information available.